Event description:
It was reported that this right ventricular (rv) lead was capped due to a decrease in r-waves to less than 3mv and p-wave oversensing. The oversensing caused double counting and resulted in inappropriate shock therapy being delivered to the patient. Tachycardia therapy was programmed off pending a lead revision. A new lead was successfully implanted on the patient's right side due to occlusion on the left and the implantable cardioverter defibrillator (ICD) was replaced as well to match the df4 configuration of the new lead. No additional adverse patient effects were reported. The lead remains implanted but not in use.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e210401 and impact code f23. The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was capped due to decrease in r-waves and p-wave oversensing. A new lead was successfully implanted. No additional adverse patient effects were reported.